Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance values and increased counts to the sensing integrity counter (sic). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was returned for analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 24 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.